Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by low glucose alerts and a review showed a glucose value of 64 mg/dl, after which education was provided that 70¿180 mg/dl is the target range and the user declined to perform a confirmatory fingerstick and declined to discuss possible compression artifact. Symptoms included hypoglycemia. Outcomes included user self-management without escalation of care. Investigation included device data review and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and no confirmed sensor or pump component failure, with the event consistent with hypoglycemia of unclear cause and the possibility of sensor compression not ruled out. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.